Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A perforation, pericardial effusion, a cardiac tamponade occurred. It has been reported that a versacross connect access solution kit for faradrive was selected for use. At the end of the procedure, the physician was examining the patient with intracardiac echocardiography (ice) catheter when it was noticed a small presence of blood in the pericardium. At this point, the physician inserted a pericardial drain and removed 165 ml of blood. The patient remained in a stable condition throughout. Patient has fully recovered. The product return is not expected to return for analysis. A perforation was also noted. Physician does not believe the versacross dilator or rf wire malfunctioned during the procedure, nor contributed to the adverse event.